Event description:
The spouse of a home peritoneal dialysis pt reported that the pt was feeling very distended when pt woke up after a "ccpd" treatment. Spouse noticed that the solution bags on the cycler were empty but does not recall any alarm. There is usually some solution left after the treatment. Spouse drained the pt and was able to drain about 4,700 ml. Pt's prescribed fill volume is 2,100 ml. The pt felt better after draining. There was no serious injury and no medial intervention was necessary.